Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation (stent damage) was not confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure; however, a conclusive cause for the reported material deformation (stent damage) could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received subsequent to filing the initial reports: account confirmed stent was damaged.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.b1- adverse event was removed. B2- required intervention was removed and updated to na. B5- correction/new information added. H1- updated to malfunction. H6- 2923 device dislodgement removed and 2524 failure to advance / 2199 no consequence added.

Event description:
It was reported the procedure was to treat a moderately calcified ostial circumflex artery. The lesion was predilated and a 2.0x23mm xience alpine stent delivery system was being advanced when the stent disengaged [dislodged] meeting resistance with anatomy. The stent was removed; however, the method for the removal was not specified. No other stent was used; the physician performed balloon dilatation to successfully complete the procedure. There were no adverse patient effects reported and no clinically significant delay reported. B5 correction/additional information: per the site, the stent did not dislodge. The device was simply withdrawn. (This coincides with the returned device analysis which noted the stent was returned on the balloon between the markers.) Therefore, the reported 'disengagement' will be interpreted as a failure to cross as per the case details stating the stent met resistance with the anatomy and was removed. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a moderately calcified ostial circumflex artery. The lesion was predilated and a 2.0x23mm xience alpine stent delivery system was being advanced when the stent dislodged meeting resistance with anatomy. The stent was removed; however, the method for the removal was not specified. No other stent was used; the physician performed balloon dilatation to successfully complete the procedure. There were no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.